Manufacturer narrative:
The field service engineer determined seals were worn. Tubing was also approaching the need for replacement. There was a slight salt build up on the ise block. The seals and tubing were replaced. The ise block was cleaned. Precision studies were performed and passed within specifications. The customer ran calibration and controls; results met specifications. The last calibration performed on (B)(6) 2020 was ok. Control data showed some low shifts in recovery. The sample centrifugation time was too short and the speed was too high. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated they performed maintenance on the cobas 6000 c (501) module in the morning. They calibrated and ran controls for the ise tests. Calibration was good, but controls were outside of range and there were noise alarms generated. The controls were repeated, but were still outside of range. The system reagents were changed and then calibration and controls were repeated. Everything was fine at that point. While running patient samples, they then received discrepant results for one patient sample tested with ise indirect na for gen.2. The sample initially resulted with an na value of 132 mmol/l, which was reported outside of the laboratory. The sample was repeated on a different analyzer, resulting with a value of 139 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.